Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the investigation is inconclusive for the reported obstruction of flow and suction issue, as the device was not returned for evaluation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 ( expiry date: 10/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that sometime post port placement, the port allegedly had no blood return. It was further reported that port a gram identified a complete occlusion at the tip of the catheter. Reportedly, the complete occlusion is related to a clot or thrombus, patient was given a cath flow. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2021).

Event description:
It was reported that sometime post port placement, the device port allegedly had no blood return. It was further reported that portogram showed complete or nearly complete occlusion at the tip of the catheter, suspected to be related to a clot or thrombus. The patient current status was unknown.